Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed and attributed to the defib-monitor flex cable that was not properly seated to a connector on the processor/bridge/pace board. The cable was reseated and secured to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.